Event description:
It was reported that during an unknown procedure, there were malformed staples which caused bleeding. Patient is a hemophiliac. Patient consequence is unknown. It was not reported how the case was completed.